Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, the surgeon used dall-miles. The surgeon tried to wind a cable on a bone and tighten it up using a single side tensioner. However, the single side tensioner couldn't tighten up a cable. Therefore the surgeon tightened up the cable by hand.

Manufacturer narrative:
An event regarding a non functional device involving a d/m one-sided cable tensioner was reported. The event was confirmed. Method & results: -device evaluation and results: review of the device by an instrument services specialist indicated the device is non-functional. A 1.6mm and 2mm dall miles cable would enter the "curved tension load indicator" through the "cap" however, when torqueing the "knob", the cable would not tighten. A pull test was performed. -medical records received and evaluation: not performed as no patient demographics or medical records were provided. There is no indication that patient factors contributed to the reported event. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the event was confirmed however the root cause could not be determined. Review of the device by an instrument services specialist indicated the device is non-functional. A CAPA trend analysis was conducted for the reported failure mode. Product surveillance will continue to monitor for trends.

Event description:
During surgery, the surgeon used dall-miles. The surgeon tried to wind a cable on a bone and tighten it up using a single side tensioner. However, the single side tensioner couldn't tighten up a cable. Therefore the surgeon tightened up the cable by hand.